Event description:
Angioedema [angioedema]; ludwig angina [ludwig angina]; liver transplantation [liver transplantation]; right knee pain [aching (r) knee]; left knee pain [aching (l) knee]. Case narrative: initial information received on 20-nov-2018 from united states regarding an unsolicited valid serious case received from a lawyer. This case involves a (B)(6) years old male patient who experienced angioedema, ludwig angina, liver transplantation, right knee pain and left knee pain, while he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included syphilis, cirrhosis of liver, chronic obstructive pulmonary disease, (B)(6) infection, hypertension, hyperplastic colon polyp, osteoarthritis, appendicectomy in (B)(6) 1976, oesophagogastroduodenoscopy on (B)(6) 2018, left heart cath in (B)(6) 2011, hand and back pain, fall due to pain, ambulating with cane, carpal tunnel syndrome, right neck mass and alcohol use with quit drinking over 20 years ago. The patient's family history included arthritis, coronary artery disease and diabetes mellitus. The patient's past medical treatment(s), vaccination(s) was not provided. At the time of the event, the patient had ongoing tobacco user with 1 pack/day for 10 years and asthma. Concomitant medications included sildenafil; lactulose (cephulac); enalaprilat (vasotec); celecoxib (celebrex); pantoprazole; tramadol; spironolactone (aldactone); salbutamol sulfate (albuterol); ipratropium; and clindamycin. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, injection, via intraarticular route dosage and frequency: not reported (lot - unknown) for unknown indication. On an unknown date, after unknown latency, patient listed for liver transplantation. Patient had bilateral knee pain. Pain localize to the medial and lateral joint line of the left knee. The pain of the right knee is located at the lateral joint line. It has been present for 1 year and had been worsening. Aggravating factors including ambulation. From (B)(6) 2017 to (B)(6) 2017, patient was admitted to hospital for ludwig angina and angioedema. X-ray - on an unknown date: diffuse osteophytosis of the bilateral knee with severe joint space narrowing and tibial sclerosis. Action taken: unknown. Corrective treatment: tramadol for right knee pain and left knee pain; not reported for the rest of the events. Outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same.